Event description:
A falsely elevated ctni result of 2.35 ng/ml was obtained on a sample from a pt. The result was reported to the physician. A second specimen was drawn and a result of 0.04 ng/ml was obtained. Pt treatment was not prescribed or altered as a result of the falsely elevated ctni result. The physician was following a sequential sampling protocol. There was no report of adverse health consequences to the pt as a result of the falsely elevated ctni result. Laboratory personnel did not centrifuge the specimen for recommended time prior to the original test.

Manufacturer narrative:
No further evaluation of the device is required. Laboratory personnel did not centrifuge the specimen for recommended time. The IFU for dimension ltni flex reagent cartridge contains the following information: "specimens should be free of particulate matter. To prevent appearance of fibrin in serum samples, complete clot formation should take place before centrifugation."